Event description:
Patient said that last night she had 3 defective cadd extension set tubing. It bubbled from the filter when priming like the last defective batch she received in the past. She has back up tubing to use and did not miss any medication. Dose or amount: 24.399 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.